Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan to report the one touch ultralink meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On an unspecified date in (B)(6) 2011 the patient experienced the symptom of unconsciousness; she had passed out. Family members contacted emergency services. When paramedics arrived, they tested the patient's blood glucose level using the reported meter and obtained the reading of 83 mg/dl. Within an unknown time period, the paramedics also tested the patient's blood glucose level using their meter, and obtained a reading of 18 mg/dl. The patient was treated intravenously with glucose. Troubleshooting revealed the patient's testing technique was correct, the meter was programmed for the correct unit of measure, and the test strips were in good condition and within opened expiration dating. The meter, test strips and control solution were replaced. The patient did not suffer an adverse event due to the reported meter. The patient's symptoms began prior to the meter issue and there was no delay in treatment. However, as the test results fell outside expected values for meter-to-meter accuracy testing, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510k#: k073231.